Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unable to verify damage battery cap due to pump was received without the original battery cap. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a damage battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the device.